Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet and asked whether to announce carbohydrates; the user was advised not to meal announce when treating lows. Symptoms included low blood glucose, which was treated with oral glucose tablets, followed by a transient rise and subsequent reading of 64 mg/dl, after which levels returned toward range. Outcomes included no injury requiring medical intervention and successful self-treatment with oral glucose. Investigation included customer support troubleshooting and education regarding appropriate management of hypoglycemia while on the ilet. Investigation of this case revealed no device malfunction and suggested user overcorrection after an initial low as the likely contributor to the subsequent glucose fluctuation. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user management factors rather than device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.